Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve via transfemoral approach, the patient experienced significant central aortic insufficiency (ai) with the first valve. It is believed this may have resulted from the safari wire being pulled from the ventricle without a catheter. Initially assessed via transthoracic echocardiogram (tte), the team switched to transesophageal echocardiogram (tee) to confirm the central ai. A second 23mm s3ur valve was successfully deployed, resolving the issue with no residual ai and a gradient of 2. Follow up from the fcs indicated that the wire was removed then a picture was taken. Which showed the ai.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, "during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve via transfemoral approach, the patient experienced significant central aortic insufficiency (ai) with the first valve. It is believed this may have resulted from the safari wire being pulled from the ventricle without a catheter. Initially assessed via tte, the team switched to tee to confirm the central ai." It is suspected that the safari wire pulled back through the valve leading to valve leaflets damaged with central regurgitation. Per training manual, "pull the entire delivery system through the sheath", and "maintain guidewire position in the aorta" during the delivery system retrieval. So, it was normal to retrieve the guide wire after the delivery system/catheter was retrieved, but it was still possible interaction of guide wire through valve leading to regurgitation depending on the guidewire retrieval technique. However, it cannot be confirmed per the limited information. Other potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, due to limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.